Manufacturer narrative:
(B)(4) the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor fractured. No complications, injuries, or surgical interventions were reported. Attempts have been made, and no further information has been provided.

Event description:
It was further reported the instrument was bent to the point of not being usable in future surgeries. The device failed at the time of glenosphere impaction. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The surgery was completed with an alternate device. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a3; b4; b5; d2; g1; g3; g6; h1; h2; h6 further information received confirms that the device did not fracture but bent to the point of the instrument becoming unusable. Further, the event did not contribute to a serious injury; therefore, this would not be considered a reportable event. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g4; g6; h1; h2; h3; h6. The reported event is confirmed through product return. Visual examination of the returned product identified signs of repeated use (scratches nicks and dings). Threaded shaft is bent. Black end cap is chipped (not all returned). Strike plate has numerous impact marks. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. -1 was submitted in error and should be disregarded. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.